Event description:
Reportedly, it was difficult to interact with the screen.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smarttouch tablet was tested and the reported behavior was reproduced, as the touch screen was not functional. Several reboots were performed, and normal functioning was then observed. - analysis revealed that the observed issue could have resulted from a malfunction at the level of the touch panel of the tablet. - the tablet will follow the repair workflow and will be returned to the field.

Event description:
Reportedly, it was difficult to interact with the screen.